Event description:
It was reported that the stimulator was "toggling" on/off on its own. The patient stated that his stimulator caused the muscle in his arm to contract and extend straight up in the air. The patient was unclear whether the stimulation was in the correct area. The patient reported a "surging" sensation. During troubleshooting, the patient did not feel stimulation although the programmer indicated that the stimulation was on. According to the patient, the symptoms began following a recent lead placement. The patient also reported that stimulation changed depending on how he moved his neck. The patient's symptoms were in the right arm at the lead location. The patient was redirected to his health care provider. Subsequently, the patient had lead replacement surgery performed, which resulted in better stimulation coverage and more pain relief in bilateral arms.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.